Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as no deviations from the reprocessing steps listed in the instructions for use were deviated from and no physical damage was noted to the location of the foreign material on the scope. The event can be detected/prevented by following the instructions for use which states the detection methods in ¿gif/cf-170 series, chapter 3 preparation and inspection¿ and the preventative measures in ¿gif/cf-170 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign matter in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.